Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being unable to calibrate the insulin pump and the sensor. The 24 hour helpline assisted the customer and advised them that a battery change was the cause of the issue with communication between the two devices, and that the sensor was currently working properly. The customer called back and reported another problem of calibration between the sensor and the insulin pump, and reported a blood glucose value of 424 mg/dl. The helpline advised the customer that the high blood glucose and the bolus the customer did to treat it would make a calibration ineffective. The customer was assisted with the sensor/insulin pump calibration. No further information was provided.